Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the catheter balloon was inflated but the water could not be drained.

Event description:
It was reported that during a pretest, the catheter balloon was inflated but the water could not be drained.

Manufacturer narrative:
The reported event was unconfirmed as the product met specifications. No root cause was provided as the reported event was unconfirmed. A device history record review was not required as the reported event was unconfirmed however, a device history record review was completed prior to sample evaluation. The DHR found no manufacturing discrepancies in the review that could have contributed to the reported issue. Labelling review was not required as the reported event was unconfirmed. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.